Event description:
Doctor revised patient's left hip due to adverse local tissue reaction. Revised with restoration modular and constrained liner.

Event description:
Doctor revised patients left hip due to adverse local tissue reaction. Revised with restoration modular and constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.